Event description:
It was reported that the device was presenting with system failure primary audible alarm. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact and no physical damage was observed. Primary audible background test found in pump event history log. Occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced speaker for preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).